Manufacturer narrative:
The following is a correction of b5: a coronary stent with delivery system was successfully advanced to an unk target lesion site in the pt's body. Upon the initial inflation attempt, the balloon would not maintain pressure. The sds, to include the stent, was successfully withdrawn from the pt without complication. Subsequently, the stent was removed from the sds and remounted onto another MFR's balloon catheter. The stent was successfully advanced and deployed at the target lesion site. There were no clinical sequelae reported relative to this event. The expiration date originally submitted as 5/17/99 has been corrected to read 8/31/98.

Event description:
A coronary stent with delivery system was successfully advanced to an unknown target lesion site. Upon initial inflation, balloon burst leaving the stent partially at target lesion site. The sds was withdrawn from pt without complication. Another MFR's balloon catheter was utilized to fully deploy the stent. There were no clinical sequelae reported relative to the event.